Event description:
The facility reports two cnas were doing a transfer of the resident from the bed to the wheelchair. They raised the resident, and turned the lift to position it in front of the chair. The cna pressed on the leg spreading pedal to open the legs around the chair. The left side linkage snapped, causing the leg to open too far and the lift to tip over. The resident sustained a laceration to the skull, and laceration to the left ring finger. The resident received five staples to the skull, and butterfly stitches to the left ring finger.